Event description:
Non-delivery reported: the customer contact states that the pt was receiving 5fu in the continuous mode of delivery at 3ml/hr over a 48hr period once a week. The customer contact states that once the bag was placed in the fanny pack, the pt did not open the fanny pack until the 48hr period was completed. Once opened, the pt noted that the bag was still full, despite the display indicating "138.0 cc infused". The pt did not report hearing any alarms. The pt reported that the tubing was not kinked. The customer contact reports that the doctor was called and the chemotherapy was "postponed until next week". According to the customer contact, there were no reported adverse pt events or pt harm. Through requested, no further info was available.